Manufacturer narrative:
Result: control button on the side rail.

Event description:
It was reported by service report that the bed was raising and lowering on its own and the siderail buttons were not functioning on either side. The fowler up button on the outside of the pt right head end siderail was pressed in and stuck in that position. No pt involvement or adverse consequences are reported.